Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and they were unable to clear it. They stated that this resulted in a 36 hour delay of therapy. They also stated that the patient routinely "skipped one day out of 7 to stabilize weight gain". Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the reported complaint and delay in therapy. (B)(4).